Event description:
A journal article was reviewed that contained information regarding this implantable cardioverter defibrillator (ICD). It was reported that patients received inappropriate shocks due to atrial fibrillation conducting to the ventricle at a rate faster than the detections. The ICD devices remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: the prevalence of sinus rhythm in patients with "permanent" atrial fibrillation. Pace pacing and clinical electrophysiology. 2014;37(6):674-681. (B)(4).